Event description:
It was reported that a high-speed mode occurred. A rotapro console kit was selected for use. During the procedure it was noted that the device was operating at a high speed in the low-speed mode, and it was impossible to operate at a low speed. The procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device evaluated by manufacturer: the device was returned for analysis. The rotapro console failed cis rotapro manual test due to an air leak from the pneumatic kit. Failure was detected at normal mode minimum flow rate as its flowrate was out of specified range of 40-50 scfh with a reading of 94.607 scfh. The cause was traced to a faulty pneumatic kit.

Event description:
It was reported that a high-speed mode occurred. A rotapro console kit was selected for use. During the procedure it was noted that the device was operating at a high speed in the low-speed mode, and it was impossible to operate at a low speed. The procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device evaluated by manufacturer: the device was returned for analysis. The rotapro console manual test failed due to an air leak from the pneumatic kit. Failure was detected at normal mode minimum flow rate as its flowrate was out of specified range of 40-50 scfh with a reading of 94.607 scfh. The cause was traced to a faulty pneumatic kit.

Event description:
It was reported that a high-speed mode occurred. A rotapro console kit was selected for use. During the procedure it was noted that the device was operating at a high speed in the low-speed mode, and it was impossible to operate at a low speed. The procedure was completed using the original device. No patient complications were reported.